Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument wire had frayed. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.